Event description:
This report is being filed for the adverse event of surgical intervention concerning a femoral stem. A revision surgery was performed in response to a femoral stem subsidence. As of this date, there is no info available on the pt's pre-existing condition or other relevant conditions leading up to this point. The surgeon was not able to move the stem as desired to correct for spacing due to an instrument failure. A larger sized ball head was used to compensate for spacing.